Event description:
The customer reported the system displayed an overload fault error code, thereby causing the system to lock up. Functionality was restored by the customer rebooting the system. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.